Event description:
This infant went to the or on 10/29/96 for a cardiac transplant. While the pt was on cardiac bypass, the pump suddenly stopped but failed to alarm or otherwise alert the tech. Immediately after realizing the pump had stopped, the tech noted that there was air in the arterial line from the air filter to about 18 inches from the pt. It was at this point that the air sensor alarmed. The lines were immediately clamped and the air was purged from the system. The pt exhibited seizure activity after surgery and presently has an abnormal eeg.